Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary station was not getting on. The field service engineer (fse) found that the drawer control board was faulty. The fse swapped the component on drawer 2.1, and everything began functioning properly. The fse also performed diagnostics, which confirmed that all systems were operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station was failed to power on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.